Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. The reason for call was to ask for therapeutic ultrasound guidelines for the synchromed ii pump. The caller was a physical therapist who had been treating this patient for about 20 years for abdominal pain, pelvic pain, constipation, and arthritic pain. It was noted to treat her pain, she used therapeutic ultrasound in the sacral coccygeal area on (B)(6) 2020. After that visit, the patient had two episodes of "passive fecal incontinence." It was reported this was extremely concerning because the patient has never experienced this before and believed the patient had these two episodes within 24 hours of the therapeutic ultrasound. The hcp thought it may be due to overinfusion of the pump from the therapeutic ultrasound heating the pump. The hcp reported she did not check the compatibility of the pump with therapeutic ultrasound prior to the treatment on (B)(6) 2020. The guidelines were discussed and emailed to the caller. It was also reviewed the patient should go to their managing physician of the pump to confirm pump logs, check reservoir to determine if there was or was not overinfusion from the heating of the ultrasound, and if there were no issues discovered to consider disease progression. The hcp would look over the guidelines and get in contact with the managing physician of the pump to begin that process. No further complications were reported.